Manufacturer narrative:
A philips authorized service personal (asp) evaluated the device had an electronic defect and that no repair was possible. Analysis was performed and investigation has been completed. The engineer replaced the device for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the avalon us transducer indicating that there was no heart sound recording. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Corrected (device) problem code grid: this device does not have a speaker the reported issue is referring to ultrasound.